Manufacturer narrative:
H6 - preliminary device analysis results were not available at the time of this report. A supplemental MDR follow-up report will be sent to FDA when device evaluation is complete.

Event description:
Hcp reports the patient presented in 2006 with signs of infection including fever, redness, swelling, drainage, pain and incisional wound opening. Perioperative antibiotics were administered and the patient does not have meningitis. The site of the infection was at the device pocket and the lead track. Results of cultures obtained revealed mrsa as the causative organism. IV antibiotics were administered and the device was explanted. The product was returned to the manufacturer for evaluation. Hcp reports patient risk factors present prior to product implant include diabetes. The infection has reportedly resolved.